Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on both the right atrial (ra) lead and right ventricular (rv) lead. The noise was unable to be recreated and the patient didn't experience greater than 2 seconds of asystole. This crt-d and rv lead were explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.